Manufacturer narrative:
The reported failure "head error" occurred when customer turned on the machine. A getinge field service technician was on side to investigate the device in question. As stated in the event description dated on (B)(6) 2019, "when customer turn on machine, the machine has alarm (error head) and customer try to change the electrical outlet and turn on again the error head message disappear. The machine works. After that, there was never alarm (error head) message." The getinge service technician performed a check on the device and the reported failure "head error" could not be duplicate. The rotaflow drive and the pins of the rfd master socket was cleaned and checked. No abnormalities detected. The machine could be used. The following most possible cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. The head error follows the sig error. When the ultrasonic cream is applied (due to the sig error) to the flow bubble sensor and the disposable is moved close to the rota flow drive, the magnets in the centrifugal pump interfere with the sensors in the rota flow drive. This error can be overwritten by restarting the rota flow console. If the rpm / lpm is set to zero and the drive as well as the inserted centrifugal pump is shaken this causes magnetic uncoupling of the centrifugal pump and thus leads to the head error. This error can be overwritten by restarting the rota flow console. Connection issues between the rota flow console and the drive can lead to a head error, for example defective pins. Furthermore, the instructions for use of the rotaflow system, see rotaflow system user manuel, mcv-ga-10000703-de-11, chapter 8.1.2 contain detailed descriptions to prevent an ¿error head¿. The device history record (DHR) was performed and the DHR does not show any abnormality or issue that is related or can have led to the customer complaint. The reported failure "head error" occurred when customer turned on the machine and could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program, and additional investigations, or corrections will be implemented in case of adverse trending.

Event description:
It was reported from a customer from thailand that when customer turn on the rotaflow console the error message ¿head error¿ occurred. Customer tried to change the electrical outlet and turn on again and the ¿head error¿ message disappeared. The device works, as it should. No indication of actual, or potential for harm, or death reported. The device was cleaned and checked, and the rotaflow drive master socket. No abnormalities were detected. Complaint ID: (B)(4).